Event description:
It was reported that several months after a successful ivc filter retrieval, the pt presented with chest pain. The cause of the pain was not determined. Several months later, the pt returned with recurrent chest pain. CT imaging demonstrated that an arm of an ivc filter was located in the left atrium. There has been no attempt to retrieve the detached limb and it remains implanted. The pt is currently asymptomatic.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.